Event description:
Distal connection point of the catheter extension was separated/broke off during pressure infusion. The setting was 12ml/s and 25ml in total. Afterwards, the 6french infinity jl 5 100cm catheter could not be connected to extension anymore. Additional information was requested, but to date no further information has been received.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.